Event description:
Received a report that a home peritoneal dialysis patient noticed a leak from the second connector on this tubing set. The patient reported that the protective overwrap was still intact at the time of this event. The patient also reported that the connector was still tightly screwed shut. As a result of this event, the patient received one intraperitoneal dose of an antibiotic. There is no report of injury or ill effect from this event. The patient continues peritoneal dialysis as ordered with no further injury or ill effect. The patient has saved the sample for an evaluation.